Event description:
It was reported that a spectrum infusion pump had a door not fully latched alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm caused by a missing upper link switch. The upper auxiliary assembly (including the link switch) was replaced.